Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not responding, and refrigerator was also not responding. A field service engineer checked all connections and identified that the latch solenoid was not plugged in correctly, then properly reseated and secured the connection, also found that the helmer unit was not connected to the pyxis system because the network cable was too short, rearranged the pyxis unit to establish proper network connectivity, tested the drawers after reconfiguration and confirmed they were functioning correctly, and the customer completed verification testing and confirmed that the system was operating properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was unresponsive. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.